Manufacturer narrative:
The faulty port valve was replaced. Once replaced, the device was tested and passed with no issues. Based on the results of the investigation, the root cause of the faulty port valve error cannot be conclusively identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited faulty 3 port valve. The reported issue was found during inspection. There was no patient involvement.